Event description:
The patient had a primary shoulder surgery on (B)(6) 2023. On (B)(6) 2023, the patient came in reporting instability and the cause was unknown. The surgeon revised the insert and the surgery was completed successfully. On (B)(6) 2023, the patient came reporting pain due to a dislocation of the liner from the glenosphere and the cause was unknown. The surgeon revised the liner and glenosphere and the surgery was completed successfully. Presently, on (B)(6) 2023, the patient came reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the liner, glenosphere, and metaphysis. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2103688: (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-05-. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event in the period of review. Other devices involved: reverse shoulder system 04.01.0125 humeral reverse hc liner ø42/+0mm (k170452) lot 2218471: (B)(4) items manufactured and released on 30-sep-2022. Expiration date: 2027-09-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.